Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed the right atrial (ra) lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes and isometric testing performed did not reproduce the noise. Programming changes were made to resolve the issue. The patient was in a stable condition.